Manufacturer narrative:
Product event summary- the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo, the distal lv (low voltage) electrode of the lead was covered in blood, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52, lead: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event. It was reported that there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.